Event description:
It was reported that during priming with an oxiris set , an external fluid leak was observed from the return line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. The actual device was not returned for evaluation, however, pictures and a video was provided. Visual inspection observed a leak from the return line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.